Manufacturer narrative:
(B)(4). Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. A lot history record review was completed for lots 3000442627, 3000444131, and 3000441774 the last 3 lots shipped to the account prior to the event/aware date. For lot # 3000442627, 3000444131, - there was one (01) ncmr , rework, or deviations documented for the lots shipped to the account. . Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures. For lot # 3000441774 . There were no ncmrs, rework, or deviations documented for the last lot shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that the vasoview hemopro 2 malfunctioned did not cauterize, cut, deliver energy, and failed to activate. Did not self-activate. Procedure only delayed for a few minutes. Opened up another vh-4000 to complete case. No harm to patient.